Manufacturer narrative:
(B)(4). This complaint for a leak with a minicap transfer set was not confirmed during the sample evaluation; therefore, the root cause could not be determined. The returned sample returned did not show any connection problems or leakage. Received one used set with no cap on dark blue connector and no cap on patient connector in reference to leak. Functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. Placed white cap on dark blue connector for pressure test with no leaks noted. Functionally tested set underwater at 8 psi with clear-passage noted. During visual inspection no abnormalities were noted.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter (B)(4) that a leak was found from the tubing inside the twist clamp when changing the solution bags. There was patient involvement but no patient injury or medical intervention.